Manufacturer narrative:
A review of the image result files for initial testing showed that reactions appeared as reported by the instrument. The presence of the c-antigen was confirmed on retention product. No patient sample was available for additional investigation. An immucor field service representative replaced the peripump tubing, cleaned the rinse station and tubing, adjusted washer residue volume and washer x position to optimize washing. The camera color setting was also adjusted. Following adjustments, qc and samples resulted as expected. The instrument is performing according to specifications.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r540 on the echo; delayed transfusion reaction.